Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient presented the preoperative diagnosis of severe spinal stenosis l3-4 and l4-5; degenerative disk disease l3-4 and l4-5; and spondylolisthesis l4-5. The patient underwent surgery which consisted of an extraforaminal and transpedicular decompression on the right l3-4, l4-5; lumbar laminectomy l3-4, l4-5 on the left; posterior spinal fusion l3-4, l4-5; posterior lumbar interbody fusion l3-4, l4-5; posterior lumbar instrumentation l4, l5; insertion of mechanical bone dowel at l3-4 and l4-5 in the facets; use of bone morphogenic protein; bone marrow aspirations x3 passes; application of platelet rich plasma; and application of dural graft with nusheild. Per the operative report ¿¿.bone morphogenic protein along the structural allograft was inserted into the l3-4 and l4-5 disk space, then the peek cage 11mm impregnated with the structural allograft was inserted into the l3-4 and l4-5 interbody space¿.¿ a small incidental durotomy at the distal end of the l3-4 region was discovered and repaired. No other complications were noted. On (B)(6) 2011 the patient presented depression; anxiety; dull aching lower back pain aggravated by standing and walking; tingling and numbness; muscle cramps and morning stiffness. She also complained of numbness in her right calf and the top of her right foot and 3rd and 4th toes. On (B)(6) 2001 the patient presented anxiety; depression; dull aching stabbing lower back pain; cramping; morning stiffness; weakness; joint pain; and poor balance. The pain was aggravated by bending or twisting. The patient complained of having balance issues since the surgery. On (B)(6) 2011 the patient presented back pain and had a lumbar spine CT performed which demonstrated ¿¿ exiting foramina show mild to moderate stenosis bilaterally from lateral discs and lateral osteophytic changes...¿ the conclusions were stated as: severe degenerative disc disease at l1-2; severe degenerative disease at t12-l1 and what appears to be a 6mm posterior herniation; posterior changes at l3-4 and l4-5; and moderate to severe degenerative disease at l5-s1. ¿ on (B)(6) 2011 the patient presented depression; anxiety; dull aching sharp stabbing pain in lower back with pain radiating to the lateral aspects of right leg and lateral of left leg. The pain is aggravated by standing or walking. The patient ¿is very depressed today and is crying. She says she feels hopeless.¿ the patient could not rise from a chair. On (B)(6) 2012 the patient presented dull aching sharp stabbing lower back pain radiating to the lateral aspect of the left leg. The back pain is aggravated by bending, twisting, lifting, standing and walking. The patient reported that on (B)(6) 2011 she was moving a box that weighed 17.1lbs and when she went to step onto a step she had a sudden pain and dropped the box. She stated that she has had severe pain since. The patient reported that she had x-rays taken on 01/04/2013. She also stated she has severe arthritis. The patient failed stress test and had 80% blockage in vein. On (B)(6) 2012 the patient had a lumbar spine CT performed which demonstrated ¿old laminectomy at l1-l2 without significant impingement; focal bulging disc at l2-l3 to the left with suggestion of some small minimal impingement upon the nerve rootlet; laminectomies with fusion with harrington rods and pedicular screws at l3-l4 and l4-l5 with question of a bulging degenerative disc laterally at l4-l5 and questionable spondylosis in the neural foramina on the right at l3-4. The artifact makes this somewhat indeterminate. Degenerative disc disease with facet joint arthropathy at l5-s1 without critical foraminal or spinal stenosis.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient presented with weakness and headache. Assessment: headache; sinusitis; fatigue; hypothyroidism; gerd. On (B)(6) 2006: the patient presented with bilateral ear pain and swollen glands. Assessment: otalgia; sinusitis; hypertension; anxiety; depression. On (B)(6) 2006: the patient presented with itchy and dry throat, nausea, and body aches. Assessment: pharyngitis; viral upper respiratory infection; chronic allergic rhinitis; chronic sinusitis. On (B)(6) 2007: the patient presented with a cough, headache, stress and fatigue. Assessment: sinusitis; headache; allergic rhinorrhea; fatigue; malaise. On (B)(6)2007: the patient presented with cough and fever. The patient reports her back pain is exacerbated by her coughing. Assessment: flu-like symptoms; bronchitis; sinusitis; back pain; on (B)(6) 2007: the patient presented with dizziness, cough, and headache. Assessment: dizziness; allergic rhinorrhea; headache; hypothyroidism; elevated blood pressure; anxiety; depression. On (B)(6) 2007: the patient presented with chronic cough. Assessment: sinusitis; bronchitis. On (B)(6) 2007: the patient presented with back pain and depression. She has been having muscle spasms in her back. The lower lumbar area has point tenderness bilaterally and a lot of increased tightening of the musculature on the left. She has limited range of motion and patellar dtr's were within normal limits. Assessment: low back pain; muscle spasms. On (B)(6) 2007: the patient presented with chronic low back pain, hip pain, and depression. On (B)(6) 2007: the patient presented with chronic low back pain, depression, and anxiety. The patient gets muscle pain. The patient had a bit of low back tenderness in the lower lumbosacral area, and some mild tightening of the musculature, and range of motion was mildly limited. On (B)(6) 2007: the patient presented for flu shot. On (B)(6) 2008: the patient presented with increased anxiety. The patient also has a rash that she reports is ringworm. Assessment: hypertensions; anxiety; tinea corporis. On (B)(6) 2008: the patient presented for allergy shot. On (B)(6) 2008: the patient presented with a scratchy throat. Assessment: sinusitis; pharyngitis. On (B)(6) 2008: the patient presented with a chronic cough. The patient reports violent nightmares. Assessment: chronic cough; chronic sinusitis; allergic rhinorrhea; muscle spasm; tension headache. On (B)(6) 2008: the patient presented for follow up of advair use. Assessment: fatigue; chronic bronchitis; weight gain. On (B)(6) 2008: the patient presented with insomnia. The patient had a lot of tightening of the musculature along the right lateral lumbar area into the si joint. Assessment: hypertension; insomnia; back pain with muscle spasms; hyperlipidemia. On (B)(6) 2009: the patient presented with cough, fever, sore throat and ear pain. Assessment: bronchitis; dyspnea. On (B)(6) 2009: the patient presented with muscle cramping in her left lower quadrant of her abdomen. Assessment: abdominal pain; sinusitis; leg cramps. On (B)(6) 2009: the patient presented for follow up of lab work. She had a fasting glucose in the 270 range. The patient reports leg cramping and is very tired. Impression: obesity; new onset diabetes; hypertension; hypercholesterolemia; hypothyroidism; fatigue; nocturnal leg cramps. On (B)(6) 2009: the patient presented with a fasting glucose of 209, but the patient stated it was 247 in the morning. Assessment: sinusitis; chronic cough; non-insulin dependent diabetes, uncontrolled. On (B)(6) 2009: the patient presented with complaints of right hip pain. She has had pain in her right sciatic area for one week now. The patient has difficulty standing and sitting due to the discomfort. There is a lot of point tenderness in the right sciatic notch. Assessment: sciatica. On (B)(6) 2009: the patient presented with back, hip and right leg pain since straining herself earlier in the year. Impression: diabetes; hypothyroidism; back pain with right leg radiculopathy; hypercholesterolemia; obesity. It was noted the patient has lost (B)(6) lbs over the last couple months. The patient was advised to drink more gatorade instead of water due to lab results. On (B)(6) 2009: the patient presented with back pain and allergies. Impression: diabetes; obesity, improving; allergies; chronic back pain; hypothyroidism;. On (B)(6) 2009: the patient presented with a chronic cough. Assessment: chronic cough; bronchitis; non-insulin dependent diabetes. On (B)(6) 2009: the patient presented for lab work. Assessment: non-insulin dependent diabetes; hyperlipidemia; hypertension; depression. On (B)(6) 2009: the patient presented for follow up of bronchitis. Assessment: sinusitis; non-insulin dependent diabetes; hyperlipidemia; hypertension. On (B)(6) 2009: the patient presented with chest pain in her left anterior chest that lasted 45 minutes to an hour. Impression: chest pain suspicious for cad; hypertension; hyperlipidemia; tobacco use; obesity. On (B)(6) 2009: the patient underwent a dual isotope myocardial perfusion study that showed normal left ventricular systolic function with an area of apical inducible ischemia suggestive of obstructive lad disease. On (B)(6) 2009: the patient presented for an echocardiography report. Summary: impaired relaxation pattern of lv diastolic: filling. Mildly dilated left atrium. Mild mitral valve regurgitation. On (B)(6) 2009: the patient presented with ischemia. Assessment: chest pain; chronic airway obstruction; diabetes, type ii; benign hypertensive heart disease without heart failure; hyperlipidemia; on (B)(6) 2009: the patient underwent a heart catheter procedure. On (B)(6) 2009: the patient presented with chest pain and an abnormal stress test. The patient recently underwent a dual isotope myocardial perfusion study that showed normal left ventricular systolic function with an area of apical inducible ischemia suggestive of obstructive lad disease. Electrocardiogram taken was unremarkable. Analysis: new onset angina with abnormal stress test demonstrating apical ischemia; hypertension; hyperlipidemia; diabetes on (B)(6) 2010: the patient presented for follow up after cardiac catheterization. She complains of groin tenderness and aching. Assess ment: groin pain, no hematoma; angina pectoris, stable with small vessel coronary artery disease; hypertension; hyperlipidemia; diabetes. On (B)(6) 2010: the patient presented not feeling well since heart catheter. Patient told to take it easy and rest. On (B)(6) 2010: the patient presented for blood pressure check. Patient reports dizziness and feeling cold. Assessment: non-insulin dependent diabetes; anxiety; depression; hypertension; hypothyroidism. On (B)(6) 2010: the patient underwent bilateral mammography screening. Impression: normal study. The patient also underwent a bone densitometry study. Assessment: the bmo measured at ap spine ll-l4 is 1.326 g/cm2 with a t -score of 1.1. This patient is considered normal according to world health organization (who) criteria. Fracture risk is low. The bmd measured at femur neck left is 0.805 g/cm2 with a t -score of -I. 7 is considered moderately low. Fracture risk is moderate. Treatment is advised if there are other risk factors. The bmd measured. At femur neck right is 0.826 r/cm' with a t-score of -1.5 is considered moderately low. Fracture risk is moderate. Treatment is advised if there are other risk factors. The bmd measured at femur neck mean is 0.816 g/cm2- with a t-score of -1.6 is considered moderately low. Fracture risk is moderate. Treatment is advised if there are other risk factors. The bmd measured at femur total left is 0.905 g/cm2 with a t-score of -0.8 is normal. Fracture risk is low. The bmd measured at femur total right is 0.871 g/cm2 with a t-score of -1.1 is considered moderately low. Fracture risk is moderate. Treatment is advised if there are other risk factors. The bmd measured at femur total mean is 0.888 g/cm2 with a t-score of -1.0 is considered moderately low. Fracture risk is moderate. Treatment is advised if there are other risk factors. On (B)(6) 2010; the patent presented with complaints of low blood pressure so the doctor backed off her medication. Then the patient presented with blood pressure to high, so they started her back on her regular tenoretic. Her blood pressure is elevated upon arrival. Bp: 164/88. The doctor believes her pressure is elevated due to her back pain. Impression: hypertension; non-insulin dependent diabetes, well controlled; chronic back pain. On (B)(6) 2010: the patient presented with pain in her hip and sciatic area. The patient reports difficulty sleeping. The pain starts in the left sciatic area going down into her buttock and down the back of her leg. The patient had a mammogram and a bone density test a couple weeks ago and they were both normal. The patient's blood pressure is sometimes too high and sometimes too low. The patient has a lot of pain on the left just right in the si joint itself and down into the buttock on palpation. The patient has an altered gait and limited range of motion. Assessment: sciatica; hypertension, stable; non-insulin dependent diabetes. On (B)(6) 2010: the patient presented to a cardiovascular clinic. Impression: coronary artery disease, currently with atypical chest pain symptoms, recent angiography demonstrated overall minimal coronary artery disease; hypertension, controlled in the clinic today; hyperlipidemia; diabetes mellitus. On (B)(6) 2010: the patient presented with right pressure in her right eye, increasing pain in her low back. The patient had mild swelling near the right temple area. The patient has a lot of pain in the lumbosacral area. X-rays show severe degeneration of the lumbosacral spine with minimal changes to the other lumbar vertebrae. Impression: chronic back pain; hypertension; non-insulin dependent diabetes; hyperthyroidism; hyperlipidemia; eye pain; chronic sinusitis. On (B)(6) 2010: the patient underwent MRI of the lumbar spine that showed central and lateral stenosis at l3-4, l4-5, and l5-s1 with degenerative disc disease at l3-4, l4-5, and l5-s1. Study shows significant disc bulging disks seen with impingement at l3-4. On (B)(6) 2010: the patient presented with back pain. The back pain radiates to the lateral aspect of her right leg. The patient reports numbness in legs and soles of feet. MRI shows multi-level degenerative disc disease with sever stenosis l4-5 to 7mm. Assessment: degeneration, lumbar/lumbosacral; sciatica; chronic pain syndrome; post laminectomy lumbar syndrome. On (B)(6) 2010: the patient presented with back pain in the lower back that radiates to the lateral aspect of the right leg. The patient reports popping when turning body. Assessment: postlaminectomy syndrome; lumbar/lumbosacral disc degeneration; sciatica; chronic pain; adjustment reaction with depressed mood. On (B)(6) 2010: the patient presented with back pain that radiates into the legs. Assessment: lumbar/lumbosacral disc degeneration; lumbar stenosis; post-laminectomy lumbar syndrome; sciatica. On (B)(6) 2010: the patient presented with low back pain that radiates to the right lower extremity. MRI of the lumbar spine shows severe spinal stenosis at l4-l5. The patient also has a disk protrusion causing significant lateral recess stenosis at l4-l5. Plain x-ray two views of the lumbar spine shows spondylolisthesis grade 1 at l4-l5, degenerative disk disease at l3-l4, disk collapse at l5-sl, and normal appearing ap pelvis. Assessment: severe spinal stenosis l4-l5, degenerative disk disease l3-l4, lateral recess stenosis l3-l4, and right-sided radiculopathy. On (B)(6) 2010: the patient presented with back pain that radiates down into legs and the patient reports it is affecting her mood. Assessment: lumbar post-laminectomy syndrome; chronic pain syndrome; lumbar stenosis. Urine specimen collected found patient contaminant, 5 different colony types. On (B)(6) 2010: the patient presented for a preoperative check. EKG shows sinus rhythm. No ectopy. No ischemia or injury pattern. Chest x-rays show no infiltrate, mass, effusion. On (B)(6) 2010: the patient presented with lower back pain, bilateral leg pain, numbness in toes and feet. Her leg pain radiates from the gluteal region into the posterior lateral leg, lateral calf and bottom of the foot. On (B)(6) 2010: the patient reported to the urologist. The patient had 3 cultures done in the past two months and all came back negative. On (B)(6) 2011: the patient presented for pre-operative physical and exam. The patient has low back pain, right worse than left leg pain. MRI of the lumbar spine shows l4-5 grade I spondylolisthesis with degenerative disk disease and l5-s1 degenerative disk disease with stenosis. Impression: severe spinal stenosis, l4-5; l3-4 degenerative disk disease; l3-4 stenosis; right worse than left leg pain; chronic low back pain; tobacco smoker. On (B)(6) 2011 : the patient presented with low back pain, right worse than left, and leg pain. The patient's preoperative diagnoses were the following: severe spinal stenosis at l4-5 with degenerative disc disease at l3-4 and l4-5; grade I spondylolisthesis at l4-5; lumbar radiculopathy, bilaterally, right worse than left. The patient underwent the following procedures: extraforaminal and transpedicular decompression on the right, l3-4, l4-5; lumbar laminectomy l3-4, l4-5 on the left; posterior spinal fusion l3-4, l4-5; posterior lumbar interbody fusion and instrumentation l3-4, and l4-5; insertion of cage at l3-4, l4-5; insertion of mechanical bone dowel at l3-4 and l4-5 in the facets; utilization of rhbmp-2/acs; bone marrow aspirations x 3 passes; application of platelet rich plasma; application of dural graft. Per the op notes, following preparation of the endplates, rhbmp-2/acs along with the structural allograft was inserted into the l3-4 and l4-5 interbody space. Then, the peek cage 11 mm impregnated with rhbmp-2/acs was inserted into the l3-4 and l4-5 interbody space. There was a small incidental durotomy at the distal end of the l3-4 region which was prepared with the 6-0 prolene. A waterseal tight closure was performed. On (B)(6) 2011: the patient presented with less pain, residual numbness in the left leg and left foot. Ap and lateral of the lumbar spine done in clinic today showing good placement of interbody graft and posterior hardware at l3, l4, and l5, hardware is intact. Impression: 2 week status post tlif. On (B)(6) 2011: the patient presented with mild low back pain and leg pain . The patient has decreased sensation to light touch along the right lateral calf. Ap and lateral of the lumbar spine done in clinic today showing good placement of the interbody graft and posterior hardware at l3-4 and l4-5, hardware is intact. Impression: 8 weeks status post l3-4, l4-5 tlif fusion, stable and static. On (B)(6) 2011: the patient presented with difficulty sleeping following surgery. Impression: hypertension; hypercholesterolemia; cigarette smoking; hypothyroidism; lumbar disc disease. On (B)(6) 2011: the patient presented with a cough, congestion, and headache. The headache starts in her neck and goes to her forehead. Assessment: bronchitis; upper respiratory infection; chronic back pain; muscle tension headache. On (B)(6) 2011: the patient presented with back pain and numbness in the right leg. Assessment: lumbar post-laminectomy syndrome; chronic pain syndrome; on (B)(6) 2011: the patient presented with chronic headaches, depression, back pain, malaise. Assessment: depression; chronic headache; status post lumbar surgery; non-insulin dependent diabetes. On (B)(6) 2011: the patient presented with fever, cough, sore throat, aches, chills, pain swallowing. Assessment: viral illness; pharyngitis; non-insulin dependent diabetes; hypertension. On (B)(6) 2011: the patient presented with low back pain, increased back spasms , balance issues, and numbness. Assessment: lumbar post -laminectomy syndrome; chronic pain; sciatica. On (B)(6) 2011: the patient presented with back pain. Back is tender in the paravertebral areas. Impression: lumbar disc disease with chronic pain; depression; diabetes;hypertension; hypothyroidism; on (B)(6) 2011: the patient presented for CT of the lumbar spine. Impression: severe degenerative disc disease at l1-2; severe degenerative disc disease at t12-l1 and what appears to be a 6mm posterior herniation; postoperative changes at l3-4 and l4-5; moderate to severe degenerative disc disease at l5-s1. On (B)(6) 2011: the patient presented with congestion in both ears. Patient also reported disc pain. Cat scan of her spine shows severe degenerative disc disease with a small herniation at t12-l1 and l4-5. Assessment: chronic sinusitis; allergic rhinitis; lumbar disc disease; non-insulin dependent diabetes. On (B)(6) 2011: CT was reviewed. It shows a solid fusion at l3-4 and l4-5 as well as laminectomy defect at l5-s1 with significant degenerative disk disease and facet arthropathy. There is also a possible disk bulge at t12-l1. On (B)(6) 2011: the patient presented with complaints of burning urination. On (B)(6) 2011: the patient presented with nausea and for follow up of urinary tract infection. Impression: resolving urinary tract infection; stress and depression; diabetes; leg cramps; hypothyroidism. On (B)(6) 2011: the patient presented with low back pain radiating to the lateral aspect of right leg and lateral aspect of left leg. The patient reports spasms. The patient reports numbness in the right lateral lower leg and right 3rd and 4th toes , anterior foot. Assessment: lumbar post-laminectomy syndrome; chronic pain syndrome; sciatica. On (B)(6) 2011: the patient was notified of lab results. Patient was ordered to discontinue tenoretic and micro k due to low k+. On (B)(6) 2011: the patient presented with back pain that she claims does not radiate and muscle spasms at night. The patient also reports tingling and numbness. Assessment: lumbar post-laminectomy syndrome; chronic pain; lumbar stenosis . On (B)(6) 2011: the patient presented with back pain that radiates to the lateral aspect of right leg. Assessment: lumbar post-laminectomy syndrome; chronic pain; sciatica. On (B)(6) 2011: the patient presented with pain in her right lower abdomen. The patient also reports low back tenderness after getting tangled up with her dog in the back yard. The patient also reports increased mood swings. Exam found abdomen to be mildly bloated in the lower quadrants. A kub was performed which showed a significant amount of stool and air in the right quadrants of the abdomen. X-rays of the lumbar spine shows her hardware to be intact. Assesment: constipation; chronic lumbar pain; anxiety; hypertension; hypokalemia; non-insulin dependent diabetes. On (B)(6) 2012: the patient called in with complaints of left sided low back pain, left buttock pain, and left leg pain, numbness, and tingling stemming from a trip and fall that occurred last week when she was lifting a 17 lb box at home. X-rays brought by the patient show status post fusion at l3-4, l4-5 with good position of the posterior instrumentation. Assessment: failed back syndrome; left leg pain. On (B)(6) 2012: the patient presented for x-rays of the lumbar spine. Impression: approximate 5.5 mm spondylolisthesis at l4-5 does not significantly change with flexion and extension; no abnormal motion at the remaining levels with flexion and extension; moderate degenerative disc disease at ll levels of the lumbar spine except for those with interposition hardware l3-4 and l4-5. On (B)(6) 2012: the patient presented with complaints of back pain following surgery. X-rays appeared normal. The pain is in her lower back into the left si joint, pain into her buttocks. Assessment: chronic back pain; anxiety. On (B)(6) 2012: the patient presented with left leg pain. On (B)(6) 2012: the patient presented with back pain that radiates to the lateral aspect of left leg. The patient aggravated her symptoms while moving a box. The patient had a stress test done and patient said she has (B)(6) blockage in vein. Assessment: sciatica; chronic pain; lumbar stenosis; lumbar/lumbosacral degeneration. On (B)(6) 2012: the patient presented with lumbar back pain. The patient slipped on a step and has had pain shooting down her leg since. Exam found paraspinal muscle tenderness. She is unable to heel to toe walk. Radiographs of the lumbar spine demonstrate pedicle screw in the l3-l5 level. Impression: status post posterior lumbar interbody fusion; piriformis syndrome; degenerative disc disease of the lumbar spine. On (B)(6) 2012: the patient presented with back pain that radiates to the lateral aspect of left leg. The patient states she was seen by an ortho doctor who said she has piriformis syndrome. Assessment: lumbar post-laminectomy syndrome; sciatica; on (B)(6) 2012: the patient presented for a follow up of her lumbar radiculopathy following a posterior lumbar interbody fusion. Impression: status post posterior lumbar interbody fusion; piriformis syndrome; degenerative disc disease of the lumbar spine. On (B)(6) 2012: the patient called in complaining of fever and nausea over the last few days. She also reported low back pain, leg pain. On (B)(6) 2012: the patient presented with pain, and weakness in to the left tibialis anterior. Impression:possible stenosis above or below treated levels. (B)(6) 2012: the patient presented with complaints of back and left leg pain. The patient is fatigued. Assessment: hypertension; diabetes; hypothyroidism; anxiety; post-laminectomy syndrome; chronic pain; hyperlipidemia. On (B)(6) 2012: the patient presented for bilateral mammogram screening. Impression: unchanged from previous films. The patient also presented with back pain that radiates to the lateral aspect of left leg. The patient reports headaches due to high blood pressure. Assessment: chronic pain; lumbar post-laminectomy syndrome. Toxicology specimen was taken. No illicit drugs noted. On (B)(6) 2012: the patient presented for CT of the lumbar spine. Impression: old laminectomy at l1-2 without significant; focal bulging disc a l2-3 to the left with suggestion of some minimal impingement upon the nerve rootlet; laminectomies with fusion with harrington rods and pedicular screws at l3-4 and l4-5 with question of a bulging degenerative disc laterally at l4-5 and questionable spondylosis in the neural foramina on the right at l3-4. On (B)(6) 2010: the patient presented for MRI of the lumbar spine. Impression: severe spinal stenosis seen at l4-5. Significant bulging disks seen with impingement at l3-4 . A small disk herniation to the level of t12-l1 without significant impingement. On (B)(6) 2012: the patient presented with low back pain with bilateral radiation into the leg along the posterior lateral thigh and calf. The patient also reports tingling and numbness in the same areas of pain. Assessment: degeneration of lumbar or lumbosacral disc; sciatica; lumbago on (B)(6) 2012: the patient presented for blood work follow up. The patient states her sodium was low. The patient has back pain. The patient has decreased range of motion, antalgic gait, and low back tenderness to palpation. Assessment: hypertension; diabetes; hyperlipidemia; post-laminectomy syndrome; chronic pain syndrome; hypothyroidism; hyponatremia; on (B)(6) 2012: the patient presented with low back pain with bilateral radiation into the leg along the posterior lateral thigh and calf. The patient also reports tingling and numbness in the same areas of pain. Assessment: degeneration of lumbar or lumbosacral disc; sciatica; lumbago. On (B)(6) 2012: the patient presented with low back pain with bilateral radiation into the leg along the posterior lateral thigh and calf. The patient also reports tingling and numbness in the same areas of pain. Assessment: degeneration of lumbar or lumbosacral disc; sciatica; lumbago. On (B)(6) 2013: the patient presented with low back pain, neck pain with radiation into the shoulder blade area on both sides into both arms. The patient also reports tingling and numbness in the same areas of pain. Assessment: degeneration of lumbar or lumbosacral disc; sciatica; lumbago. On (B)(6) 2013: the patient presented with low back pain, with bilateral radiation into the leg along the posterior lateral thigh and calf. The patient also reports tingling and numbness in the same areas of pain. Assessment: degeneration of lumbar or lumbosacral disc; sciatica; lumbago. On (B)(6) 2013: the patient presented with low back pain with bilateral radiation into the leg along the posterior lateral thigh and calf. The patient also reports tingling and numbness in the same areas of pain. Assessment: degeneration of lumbar or lumbosacral disc; sciatica; lumbago. On (B)(6) 2013: the patient presented with high blood pressure. The patient reports her hands and feet are swelling. The patient&#38112;left middle finger is painful and has a knot in it. The patient states she is depressed. Assessment: dm, uncomplicated, type ii; hyperlipidemia, mixed; hypothyroidism nos; hypertension, benign essential; degeneration, lumbar/lumbosacral disc; tendonitis; depression disorder. On (B)(6) 2013: the patient presented with low back pain. The patient continues to have radiation of the pain into the left and right leg along the posterior and lateral thigh and calf. Assessment: degeneration of lumbar or lumbosacral disc; sciatica; lumbago. On (B)(6) 2013: the patient presented with back pain, depression, and hypertension. Assessment: degeneration, lumbar/lumbosacral disc; hypertension; hypothyroidism, tsh, t4, t-3 resin uptake, and venipuncture performed; hyperlipidemia, hepatic function panel, lipid panel; dm type ii, hemoglobin glyclated, chem 8. On (B)(6) 2013: the patient presented with back pain with radiation of the pain into the left leg along the posterior and lateral thigh and calf. The patient also reports neck pain with radiation into the shoulder blade area on both sides into both arms. The patient also reports tingling sensations and numbness occasionally in the same areas of pain. Assessment: degeneration of lumbar or lumbosacral disc; sciatica; lumbago.

Event description:
(B)(6) 2010: study shows significant disc bulging with impingement at l3-4. A small disc herniation to the level of t12-l1 without significant impingement. (B)(6) 2011: the patient presented with dull aching lower back pain aggravated by walking or standing and right leg numbness calf to toes. Per case summary, a CT scan had shown mild to moderate stenosis bilaterally from the lateral disc and lateral osteophytic changes. (B)(6) 2011: the patient also presented depression and the feeling of hopelessness. (B)(6) 2011: the patient also reports tingling and numbness and right leg weakness.